Manufacturer narrative:
Corrected data: d4 ¿ UDI. Additional information was received, the event occurred during patient use. There was unknown of any adverse health effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed a battery empty alarm. A functional test was performed and the reported issue was not duplicated. It was determined that the most probable cause was due to the user. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and g4: 510 are unknown.

Event description:
It was reported that the pump exhibited a battery replacement alarm. It was unknown if there were any adverse patient effects.